Manufacturer narrative:
Manufacturer ref no.: (B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the system error 105, which was not reproduced. System error 105 was confirmed through a review of the event history log. It was observed that the motor flex was not fully seated/secured into the j7 connector. This can cause multiple motor related errors. The j7 clamp was closed, properly securing the motor flex. (B)(4).

Event description:
It was reported that a spectrum pump displayed system error 105. Any patient involvement, injury or medical intervention is unknown.